Manufacturer narrative:
On (B)(6) 2015, the field service engineer replaced the printer and confirmed that printer was operating properly. No further actions were required by field service. Most probable cause for this event was a printer and interface failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2015, a customer reported his printer will not print or advance the paper with their aia-360. The customer was unable to run beta-hcg and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.